Event description:
It was reported that a patient underwent an atrial fibrillation (afib)ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-medium and air flows back into the side port issue occurred. At the end of procedure, many bubbles were observed into the valve and in irrigation tube despite several flushes. The sheath was then changed and the problem was solved. No patient consequence because of this issue and no delay. The event was assessed as MDR reportable for the issue of air flowed back into the side port.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 25-aug-2022. It was reported that a patient underwent an atrial fibrillation (afib)ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-medium and air flows back into the side port issue occurred. At the end of procedure, many bubbles were observed into the valve and in irrigation tube despite several flushes. The sheath was then changed and the problem was solved. No patient consequence because of this issue and no delay. The product was returned to biosense webster (bwi) for evaluation. Visual and backpressure test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. Back pressure test was performed, and values were observed within specifications, no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 09-sep-2022, noted a correction to the 3500a follow-up #1 as in h10.additional manufacturer narrative it was reported, "the bwi product analysis lab received the device for evaluation on 27-jul-2022." However, section d. Suspect medical device was not completed. Therefore, processed.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 27-jul-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).